Event description:
It was reported via repair work order that the head end lift was stuck in an elevated position due a cpu malfunction and stripped lift coupler. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.